Event description:
Additional information provided by the reporting surgeon indicates that a vitrectomy was performed and intraocular antibiotics were administered. The pt's condition is improving. The surgeon identified wound manipulation by the pt as the most probable cause of the reported endophthalmitis. Cultures were negative. The surgeon indicated that the endophthalmitis was not related to the intraocular lens and did not represent a lens malfunction.